Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. It was further reported that the connection from the bag pulled apart from the y tubing after the patient had connected and opened the transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, however the patient was treated intraperitoneally with cefazolin 1gm. No additional information is available.